Event description:
After an implantation time of about 25 months, oversensing was reported. The lead was explanted.

Manufacturer narrative:
During the analysis of the lead, it was found that the insulation of the lead body was damaged about 59 cm distal of the connector pin due to fraying. This damage can be regarded as the cause for the clinical complaint. The observed damage manifestation requires an excessive mechanical load of the lead over a long time period. This is probably due to the position of the lead in the implanted state. Diagnostic images to characterize the positional relationships of the implanted system were not available for analysis. The cuts in the outer insulation are probably a result of the explantation. There were no indications of manufacturing errors or material defects.